Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had an issue with the display. The customer reported that there was a missing segment. It was indicated that there was no patient involved.